Manufacturer narrative:
The tech found the brake rocker arm was broken and the fifth wheel linkage was bent. He installed a brake and steering upgrade kit to repair the stretcher.

Event description:
Info received indicates the brake and steer is malfunctioning. The brake is not setting at the head of the stretcher.